Manufacturer narrative:
During evaluation, the device performed according to specifications and a failure could not be duplicated. Bleeding is an inherent risk of the procedure and underlying pt condition may have been a contributing factor. User facility did not determine event to be life-threatening nor to require medical intervention. A review of the product labeling indicates the need for the surgeon to determine appropriate settings to achieve the desired surgical effect has been adequately addressed. Megadyne is unable to identify a causal relationship between the proper installation and use of the device and the reported event.

Event description:
Surgeon notes cautery unit is not functioning properly as bipolar is arching and not cauterizing properly. Also, there is not enough coagulating power, event with setting adjustments. Surgeon stated that pt had 600 ml blood loss, when they should have had 85 ml blood loss. This did not improve after switching to megadyne clinical evaluation unit.